Event description:
A patient reports while wearing a pod for 2-3 hours their blood glucose level started at 148 mg/dl. The patient reports they had used the bolus calculator to deliver a bolus that was not delivered after 1.5 hours. The patients reported blood glucose level had rose to 252 mg/dl. The patient reports they would like to continue wearing the pod after being advised to remove the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and delay of automated therapy. Lot release records were reviewed and the product lot met all acceptance criteria.